Manufacturer narrative:
The insulin pump has all operating currents tested within spec range. No failed battery test alarms noted. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Device passed functional test including prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Device had noisy motor noted during testing due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 251mg/dl at the time of incident. The customer stated that the failed battery test alarm recurred after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis